Event description:
I received my allergan saline implants on (B)(6) 2011 and by (B)(6) 2012 I had started with sudden onset of food allergies, debilitating fatigue and from there my health continued to decline. Since then I have been diagnosed with chronic fatigue. Hashimotos, adrenal fatigue, mycoplasma pneumonia, chronic (B)(6), lyme, babesia, seronegative ra, anxiety, multiple heavy metal toxicities and mineral deficiencies. The list goes on. My implants have destroyed my life, I've lost friends and family because they just can't understand why I'm sick and they think this is all in my head. I've lost years with my kids that I will never get back. My marriage is barely hanging on by a thread. My career as a registered nurse has turned into something I dread. Despite my symptoms, I have to continue working full time in order to keep my health insurance and to be able to afford all of the out of pocket medical expenses I have. What little energy I have is spent on my job and by the time I get home, I have nothing left for my family. This is not the life I asked for. Had I known the risk of bii I would not have gotten breast implants. And now I'm being told that unless I have alcl, the cost of removing these toxic bags from my chest is all on me. My implants have been recalled but I have to wait to get cancer to have something done. When a car MFR announces a recall they recall every car that has the defective part. They don't tell the owners to wait until there's a problem, so how is this acceptable when it comes to our health? FDA safety report ID# (B)(4).